Event description:
It was reported by the patient that when lying down and occasionally when leaning forward, patient was feeling a "thumping" like a "pulse in my lower back" on the left side near the kidney area. The patient also stated that the device had been reprogrammed and the symptoms did not resolve. It was later reported by the patient's clinic that the patient had been seen recently and had the device reprogrammed a second time. The patient's symptoms have been alleviated and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.